Manufacturer narrative:
(B)(4). Review of lot f1734602, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation. This report is in response to voluntary event report number mw5075706.

Event description:
It was reported that a 5f mynxgrip vascular closure device (vcd) collagen was out of the delivery system. Intervention was required.

Manufacturer narrative:
Device available for evaluation: is being corrected from yes to no. Complaint conclusion: it was reported that a 5f mynxgrip vascular closure device (vcd) collagen was out of the delivery system. Intervention was required. Attempts to gather further information have been unsuccessful. The product was not returned for analysis. Review of lot f1734602 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are warned to not use if components or packaging appear to be damaged or defective. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional information become available, the file will be updated accordingly. Should additional relevant information become available, a supplemental MDR will be filed.